Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a leak at the junction of the extension tube and the bifurcate. The line was noted to be fractured and leaking. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.